Manufacturer narrative:
Updated catalog number. The quality investigation is complete.

Event description:
It was reported via medwatch report mw 5101090 that the smoke evacuation pencil had flame at tip and made popping noises during surgical procedure. It was also reported that there were no adverse consequences and no delays as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device was discarded.

Event description:
It was reported via medwatch report mw 5101090 that the smoke evacuation pencil had flame at tip and made popping noises during surgical procedure. It was also reported that there were no adverse consequences and no delays as a result of this event. It was further reported that the procedure was completed successfully.